Event description:
Pt reported infusion set tubing separating from the luer lock. He stated that the tubing was very twisted and while attempting to undo the tangle, the tubing separated from the luer lock. Pt indicated that he changed the infusion set tubing, primed the device, and reattached to his site. He reported that his blood glucose level was not affected by the separation. Pt did not require medical attention to address this issue. Affected infusion set previously discarded, no product available for return.